Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that: "patient intubated x3 with "performed, cuffed tracheal tube, nasal" anesthesia states that the cuffs were checked prior to intubation. Cuffs did not hold air after intubation x3. Patient was then intubated orally. No harm to the patient was communicated." Associated complaints 3003898360-2024-01071, 3003898360-2024-01072, 3003898360-2024-01113 and 3003898360-2024-01070.

Manufacturer narrative:
(B)(4). Medwatch received 01-nov-2024. Uf/importer report# (B)(4).

Event description:
It was reported that: "patient intubated x3 with "performed, cuffed tracheal tube, nasal" anesthesia states that the cuffs were checked prior to intubation. Cuffs did not hold air after intubation x3. Patient was then intubated orally. No harm to the patient was communicated." Associated complaints 3003898360-2024-01071, 3003898360-2024-01072, and 3003898360-2024-01070.